Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing fine post-operatively and was receiving effective therapy.

Event description:
It was reported that during a procedure there was difficulty inserting extensions into the tunneling carrier. The extensions were reported to not appear very secure, and they looked like they would fall out when carrier was pulled through. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot # va06jtq, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3888-56, lot # va06jtq, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va0551s, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # va0551s, implanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_ins_stimulator. Product type: implantable neurostimulator: product ID neu_ptm_prog. Product type: programmer, patient. (B)(4).